Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The site of detachment was hub. The infusion set was in use for 10-12 hours.the patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.